Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to low blood glucose. The blood glucose reading reported was 53 mg/dl. Troubleshooting was performed and the programming on the insulin pump was correct. The customer stated that prior to being hospitalized she had bolused for a meal and she doe snot know if she ate all of the carbohydrates she had bolused for. The customer also stated that she has noticed that her blood glucose at night has been running low and that her basal rates need to be adjusted by her doctor.